Manufacturer narrative:
Approximate age of device 51 days. Evaluation of the submitted log files confirmed low power hazard alarms while the patient was supported by the mobile power unit (mpu); however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted controller event log file contained data from 02oct2018 at 0:20:26 through 12oct2018 at 13:39:40. Transient low power hazard alarms were captured on 02oct2018 at 7:03:04 and 7:43:28. These appeared to be caused by a loss of ac power while the controller was connected to the mpu. The rsoc dropped from the expected approximately 12v down towards approximately 6.4v over the course of approximately 1 second. The system operated on the backup battery (ebb) until the power to the mpu was restored. No additional atypical alarms were captured for the remainder of the file. The pump speed did not drop below the low-speed limit of 4800 rpm for the duration of the file, including the low power hazard events. The mobile power unit was not returned for analysis and remains in use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Technical services reviewed the submitted log files, and no external power alarm occurred while mobile power unit was utilized. No additional information was provided.